Event description:
It was reported that the device was used for a lap sigmoidectomy. It was reported when the surgeon did the pressure leak test the anastomosis leaked. The surgeon converted to an open procedure. The surgeon found two staples on the anastomosis that were not formed. The staples were removed and the area was oversewn.